Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for 22 months and 29 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The device data further showed one documented ventricular pacing impedance of >¿3000¿ohm on (B)(6) 2015. The impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the sensed signals as well as the measured impedances were normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries. Additionally, one elevated ventricular pacing impedance was noticed on (B)(6) 2015. However, a thorough analysis of the ICD, especially of the sensing and impedance measurement functions proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 33 months, oversensing with inappropriate shocks was reported. A possible lead defect was assumed. The ICD was explanted and returned to biotronik. Apart from the shocks, no further adverse patient side effects have been reported.